Event description:
The handle of the device broke during stone removal and the pt was taken to surgery for removal of the stone and basket. The 79-yr-old male pt was taken to ICU and was connected to a ventilator. The rn stated that the device will not be sent for eval.